Event description:
The pt is pursuing a product liability claim. It was reported by pt's counsel that a zimmer mmc cup 56mm/48mm code n was implanted on (B)(6) 2010 on the right side. The pt underwent a revision surgery on (B)(6) 2013 due to pain, discomfort, and elevated metal ion levels in his bloodstream.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. A technical investigation was not possible to be performed, as the device was not at hand for investigation. No trend identified. Only one product was reported to us. The product compatibility check is not relevant for one product only. Possible causes for the reported event - increased wear - according to dfema: due to clearance too small - rim loading; due to clearance too large; due to inadequate articulation material: due to chemical/crevice corrosion; due to chemical corrosion; due to component malpositioning; due to component damaged during operation, scratches on articulation surface. Based on the given information and the results of the investigation, the complaint could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The MFR did not receive devices of x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be confirming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).